Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has not followed up regarding revision surgery. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made which resolved the issue, however, the recipient will be pursuing revision surgery. Revision surgery will be scheduled.